Manufacturer narrative:
This is a duplicate report replacing 33009498591-2024-00001 an investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
System crashed during exam.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. After evaluation it was not possible to determine the root cause based on the information provided. Reference# (B)(4).